Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from progressive multisystem organ failure (msof) on (B)(6) 2018. No devices issues were mentioned prior to the death. No autopsy was performed and the device was not explanted.

Event description:
It was reported that the patient passed away from progressive multisystem organ failure (msof) on (B)(6) 2018. No devices issues were mentioned prior to the death. No autopsy was performed and the device was not explanted.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.